Manufacturer narrative:
The investigation is not able to confirm this report as stated. It is noted that the two returned instruments have been in-service for approximately ten years prior this report. Nothing is identified to indicate the instruments do not function properly. It is known that a newer design for this item is available, (B)(4), which is easier to clean as it can be disassembled; however, there are no plans to discontinue this design. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Following surgery, the grater handle was extremely hard to clean causing the facility to wonder if there is a better option